Event description:
The distributor contacted animas on (B)(6) 2015 alleging moisture ingress present behind the display lens. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: neither batter or cartridge cap was returned with the pump for investigation; test caps were used to complete investigation. On examination, there was moisture inside the battery compartment. No moisture was observed behind the display lens. The battery compartment was found to be cracked below the bumper pad. A leak test was performed resulting in moisture ingress as the site of the battery compartment crack. The pump was opened for further investigation and did not reveal any further moisture ingress inside the pump. Investigation confirmed the alleged moisture ingress.